Event description:
It was reported that while making a small incision during a spinal tumor resection at the healthcare facility, a navigation inaccuracy was noticed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A concomitant device was added.

Manufacturer narrative:
The device and the data log files were not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device and the data log files.

Event description:
It was reported that while making a small incision during a spinal tumor resection at the healthcare facility, a navigation inaccuracy was noticed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that while making a small incision during a spinal tumor resection at the healthcare facility, a navigation inaccuracy was noticed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.